Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer was provided with information to reset the pump and was assisted with this process by technical support. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if any further issues arose.